Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a lead replacement procedure and initially was characterized as being in stable condition post-procedure. On (B)(6) 2017, two days post-procedure the patient began developing chest pain. The newly placed lead¿s operational parameters were all within normal limits and the lead appeared normal under fluoroscopy. Because of the patient¿s discomfort, the lead was repositioned a week after the original procedure on (B)(6) 2017. The patient was in stable condition post the second/repositioning procedure.